Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes. If yes, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? Found it the laperscope was there any additional tissue damage as a result of searching for the needle piece? No. Does a piece of the needle remain in the patient¿s tissue? No. If yes, are any plans in place to remove the needle piece in future? If yes please provide the scheduled date (mm/dd/yyyy). What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No. Please provide the lot number: I do not have the lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic diaphragmatic secalith procedure on (B)(6) 2022 and suture was used. During use on the patient the tip of the needle broke off in the patient. This was reported on two separated occasions. It is unknown if the needle was retrieved. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No device will be returned for this event. If further details are received at a later date a supplemental medwatch will be sent.